Event description:
Philips received a complaint by the customer on the v60 indicating that the device presented a proximal pressure autozero failure. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) stated that the customer biomedical engineer (bme) has confirmed proximal pressure sensor autozero failed alarm diagnostic code in the device diagnostic report (drpt). The customer stated that the 3rd and 4th solenoids and data acquisition (da) printed circuit board assembly (pcba) had been replaced and the autozero failure was not resolved. The rse recommended that the customer perform the following troubleshooting steps: verify the pin alignment between the solenoids and the da pcba again, replace the proximal autozero solenoids 3 and 4, and finally replace the da pcba. The customer stated that they reinstalled the da pcba onto the flow sensor assembly and the reported issue was corrected. The customer believed that the pin alignment was off. After running the device for over 30 minutes with no issues, the device passed testing. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.